Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used for a dilation of the duodenal stenosis of a pt. According to the complainant, during the procedure, they attempted to inflate the balloon two times. The first time, the balloon was inflated with no issues, however, the second time they tried to inflate the balloon, the balloon ruptured. No portion of the balloon fell into the pt. The procedure was unable to be completed because, there was no backup balloon available. The procedure was rescheduled for a later date. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. The most probable root cause of balloon burst/ruptured is operational context. This failure occurs when anatomical/procedural factors encountered during the procedure which limited the performance of the balloon. In this instance, it is probable that the presence of a biliary stent in the area caused the balloon to rupture. (B)(4).